Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: it is reported during a percutaneous nephrolithomy (pcnl) using two ncircle tipless stone extractors, one of the four wires that forms the looping basket broke on each extractor basket. The wires did not completely separate from the devices. The procedure was completed using a different cook device. There were no adverse effects to the patient as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and basket formation in the open position. The mlla [male luer lock adapter] was finger tight and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. A functional test determined the handle actuates basket formation. One basket wire was found to be pulled out of the distal cannula. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had 1 of the 4 basket wires pulled free from the basket cannula, the cannula that secures the proximal end of the basket wires together. The issue was found during use of the device, which indicates the wire was secured before use. There are two likely causes for the separated basket wire: 1) the basket was assembled incorrectly, without enough glue applied to securely hold the basket wire in place. 2) procedural factors encountered when removing the stone(s) pulled on the basket wire with enough force to pull it free from the basket cannula. There is not enough information available to make a determination of the cause of the issue. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: cook medical area clinical support. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a percutaneous nephrolithomy (pcnl) using two ncircle tipless stone extractors, one of the four wires that forms the looping basket broke on each extractor basket. The wires did not completely separate from the devices. The procedure was completed using a different cook device. The stone was located mid-pole, embedded in the tissue of the kidney. An unspecified laser and unspecified flexible cystoscope with a 6.4-7.5 ff working channel were also used in the procedure. There were no adverse effects to the patient as a result of this occurrence.